Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. Nurse reported to me on (B)(6) 2026 at 10am at hospital, surgeon was using suture when the needle came off the suture. They opened another one. No patient impact. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information provided: opened second pack and it happened again. They opened a third pack and that one worked fine. Vicryl rap und 75cm m1.5 usp4/0 sgle armed pc-3 prime (w9918) : side affected: not applicable. Reason product is not available: discarded. Vicryl rap und 75cm m1.5 usp4/0 sgle armed pc-3 prime (w9918) : lot/batch number: aw7987 list any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? No. Was there a significant delay? No. If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: this is an analysis for a photo submitted to ethicon for evaluation. No product returned. During the visual analysis, the following was observed: the photo shows two foils apparently closed labeled as product code w9918; aw7987 lot number, expiration date 2030-06. The image is not clear to determine the failure mode or the reported condition. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.